Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) alleging a onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The pt tests his blood glucose three times a day and manages his diabetes with insulin (usually requiring no dose adjustments). The reporter states that the subject meter would not power on for "a couple months" and also mentions that the pt experienced symptoms before the alleged product issue started. The reporter states that she was "unsure" what type and dose of diabetes medications the pt increased after the alleged meter issue occurred. The reporter did not mention any specific symptoms or whether the pt was treated that time; however, on the same day at 10:47 am, th pt's reported blood glucose on a healthcare professional's (hcp) meter was "364 mg/dl" and he was reportedly treated with insulin (unspecified type/dose) by the hcp. The issue was resolved during troubleshooting when the lay/user reporter replaced the meter with new batteries. There was no trauma on the meter. The pt's products have been replaced is being reported due to the following conclusions: at an unspecified time after the alleged meter issue, the pt reportedly increased his diabetes medication(s) (unknown type and dose) and was reportedly treated at the hcp's clinic for possible hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.